Event description:
The account alleged a tech was cleaning the bed and after raising the head section, attempted to lower the bed with CPR. When she pulled the CPR handle, the head section did not initially lower and she heard a 'pop' in her shoulder. The tech went to the ER and her arm was placed into a sling.

Event description:
Customer reports the use by date on the compact test strip vial as (B) (6) 2010. Manufacturer's certificate of analysis confirmed the actual use by date to be (B) (6) 2010. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.